Event description:
Customer received discrepant rubella igg results for five patient samples, when compared to repeat results generated from a different instrument (biomerieux vidia). The following samples from three patients were determined to be discrepant. Sample 1: initial serum result gave 26.23 ul per ul; repeat gave 7 ul per ml. A second plasma sample obtained from the patient was also tested which initially gave 23.74 ul per ul; repeat gave 7 ul per ml. No information was provided to determine if patients were adversely affected. If additional information is received, appropriate information will be provided.

Event description:
Customer received discrepant rubella igg results for five patient samples, when compared to repeat results generated from a different instrument (biomerieux vidia). The following samples from three patients were determined to be discrepant. Date of testing not provided for samples 2 and 3. Sample 2, initially gave 19.26 ul per ml; repeat gave 8 ul per ul. Sample 3, initially gave 13.75 ul per ml; repeat gave 7 ul per ul. No information was provided to determine if patients were adversely affected. If additional information is received, appropriate information will be provided.